Event description:
Customer reported an ad channel 8 failure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. System operates as intended.